Event description:
The user reported that she gradually could no longer hear with the device. She only has access to sound when she touches the implant area or when she opens her mouth.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was planned but was postponed.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported that she could no longer hear with the device. She only has access to sound when she touches the implant area or when she opens her mouth.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that she could no longer hear with the device. She only has access to sound when she touches the implant area or when she opens her mouth.